Event description:
In compounding the eclipse with clindamycin for pt use; the pharmacy tech noticed that the solution was leaking at the in-line filter site. She found 4 of these to be defective, all having the same lot # of 282246. All affected homepumps with this lot number are now isolated. Two of the affected eclipses with medication are also isolated.